Event description:
It was reported that the atrial lead had been malfunctioning for a while. The sensing and thresholds had dropped. The atrial lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.